Event description:
It was reported that the set screw would not lock the lead in place in the implantable neurostimulator (ins). Several troubleshooting techniques were tried but the lead would still slide out with no resistance. It was noted that the screw would click as if it was screwing down but it still would not work. The health care provider (hcp) said it felt different from the initial time they tried to place the lead in the ins and screw it in. It was reported that the actions required as a result of the event was that the device was not implanted. The troubleshooting performed was adjusting the set screw. It was stated that it was unknown if the product issues was resolved and unknown if the cause of the issue was determined. The ins was never implanted, was in the possession of the hospital, and the ins would be returned. It was noted that the event did not involve a patient.

Event description:
Additional information received reported that the manufacturer representative was returning the device in the next 3 days. Additional information received reported that the implantable neurostimulator (ins) was returned today with all the paperwork filled out. Additional information received reported that the screw wouldn¿t screw into the track and stick. The hcp would screw down and it would not set and the lead would slide out of the ins easily. It was noted that there was no patient death, no patient injury, and the patient recovered without sequelae after the device was removed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the device found the setscrew to be backed out too far. The head of the setscrew was stripped.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.